Manufacturer narrative:
The device was returned to mmdg for evaluation and subjected to a visual inspection and several fluid pressure and volumetric accuracy tests. The device performed according to specifications. During all tests, flow direction was monitored, and was observed to flow correctly from the in side of the pump to the out side of the pump. No indication of reverse flow was observed. No administration sets were returned with the pump, so evaluation of that piece of the event has not been possible. Because the patient's parents claim that the event can be reversed with a simple restart of the pump, however, it is unlikely that the administration sets are a factor. Mmdg has not been able to replicate the complaint, which remains unconfirmed.

Event description:
The initial reporter (a provider) stated that the patient complained that the device was "pulling stomach contents into the bag instead of delivering feeding. Mom stated this is happening 1-2 times per day." The initial reporter also stated that a visual inspection of the device revealed that the front housing was cracked. During follow-up conversations with the initial reporter, mmdg clinical also learned that the patient had received both a new pump and new administration sets (multiple lots), and that they report that the "backward flow" event occurs "far less," but does still occur. The patient's father claims to be able to tell that "stomach contents" have entered the tubing because of a color difference, but as of yet has not provided photographic evidence for evaluation. Despite repeated requests, mmdg has not been granted permission to seek information directly from the user. It was also stated that the patient does not experience any significant delay of therapy or injury as a result of the above-described event. The issue resolves itself upon turning off and restarting the pump, and the feeding proceeds as expected. The parents are apparently not concerned about the issue. (B)(4).